Event description:
The customer called and reported that it was difficult to make a button the insulin pump work and her blood glucose was 400 mg/dl. Customer declined to troubleshoot for high blood glucose. No issues leading up to the keypad issues were recalled. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The act and escape buttons were unresponsive due to flattened dome switches. The functional testing could not be performed due to the keypad anomaly. The insulin pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.